Event description:
Boston scientific received information that this pacemaker reached end of life (eol). Although the longevity estimate for this device is 6.8 years, the device implanted for less than 6 years, and may be an indication of premature battery depletion. The device will be replaced in the near future. No adverse patient effects were reported.

Manufacturer narrative:
The device will be explanted and returned. No further information is available. This report will be updated if more information becomes available.